Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On b)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read her blood as control. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on b)(6) 2013, at 1000am. The patient manages her diabetes with insulin. Due to the alleged issue, the patient reportedly increased her usual dose of humalog insulin (15 units). Immediately after, the patient claimed she had an ¿insulin seizure.¿ the patient was reportedly taken to the emergency room (ER) and was as administered a glucagon injection as treatment. The patient¿s blood glucose was tested on the ER/ hospital meter; however, results were not provided. At the time of troubleshooting, the cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.